Event description:
The account alleged the nurse could not set the bed exit alarm. No pt impact.

Manufacturer narrative:
The technician found the scale needed to be zeroed, user error. The technician zeroed the scale to resolve the issue.